Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian and native american female patient underwent primary breast augmentation with a unknown size unknown saline implants textured on both sides and experienced left side deflation and generalized illness symptoms including getting sicker, immune system issues, see implant texture through skin, breast swollen, rashes, lymph nodes swollen, ears are draining, dermatitis, seb horreic keratosis dermatitis, lost weight. Fungus skins rashes, mucus pocket, migraines, night sweats, rapid heart rate, anxiety attack. Gets dizzy, and unable to urine. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On august 14, 2020, mentor became aware that patient also reported new symptoms post explantation ((B)(6) 2020) "I have fluid and pain in both breasts, 3 times the amount of fluid on the left breast and pain around the empty cavity where the implant was." Hence, patient code local reaction has been added to field h6 on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the date of surgery is (B)(6) 2020. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2 field d7 explantation date has been updated to (B)(6) 2020. Field h6 patient code "no code available" has been added field h6 method code has been updated to "device not returned" this supplemental report is for the patient¿s left-sided device. (B)(4).

Manufacturer narrative:
Incorrect date under h10 in the follow up 3 report. It should have said "additional information received on october 24, 2023." This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4), incorrect date under h10 in the follow up 3 report.

Manufacturer narrative:
After clinician assessment of additional information received on november 24, 2023, local reaction and generalized illness were removed and autoimmune disorder was added to both sides as the patient-reported event was fibromyalgia, which is a medically recognized autoimmune disorder. Patient reported fibromyalgia, breast implant illness, systemic infections, headaches, joint pain, various unspecified symptoms of disease. Coding under section h has been updated accordingly. Reason for device explant and/or reoperation: left deflation and autoimmune disorder also, mentor became aware that the devices were discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received, the following updates have been made on this form: event year from 2007 to 2004 under field b3 date of implant from (B)(6) 1996 to (B)(6) 1997 under fields d6a on this form clinical code wound infection has been added in addition to autoimmune disorder under field h6 per clinician's review of information received, patient experienced fibromyalgia, breast implant illness, systemic infections, headaches, joint pain, various unspecified symptoms of disease this supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).